Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown drill bit: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an expert tibial nail insertion procedure on november 8, 2020, the drill bit made contact with nail while drilling for the proximal screw. The device was checked after the procedure and showed everything was correctly aligned. The procedure was successfully completed with two (2) minutes surgical delay. There was no patient consequence. Patient status is unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for 1 unk - drill bits: trauma. This is report 6 of 6 for (B)(4).